Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, when the subject coil was inserted into the catheter, the physician tried to reposition it by putting it in and out multiple times. During this repositioning, the subject coil prematurely detached inside the patient anatomy. An attempt was made to collect it with a snare, but was unsuccessful. The physician removed the subject coil from the patient's anatomy in a subsequent surgical procedure done on the same day. The procedure was completed successfully. No other information is available.

Event description:
It was reported that during the procedure, when the subject coil was inserted into the catheter, the physician tried to reposition it by putting it in and out multiple times. During this repositioning, the subject coil prematurely detached inside the patient anatomy. An attempt was made to collect it with a snare, but was unsuccessful. The physician removed the subject coil from the patient's anatomy in a subsequent surgical procedure done on the same day. The procedure was completed successfully. No other information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during the procedure, the subject coil prematurely detached in the microcatheter while it was being repositioned. A snare was used for an unsuccessful retrieval attempt. The prematurely detached coil was removed in a subsequent surgical procedure done on the same day. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, a non-stryker microcatheter (terumo/prograte) was used, continuous flush was set up and maintained throughout the clinical procedure, no excessive force was applied while advancing the coil, and no torque was given where advancing the delivery wire. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint.